Event description:
It was reported that a cinefluoroscopy showed evidence of externalized conductors in the left ventricular lead. The lead exhibited normal electrical values. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).